Event description:
It was reported that the patient had difficulty charging the ipg. The ipg was replaced with a non rechargeable battery and the patient was doing well post-operatively. The explanted ipg was not returned as it was not released by the medical facility.